Event description:
A 58 years old white g3p3 female status post bilateral subglandular inframammary silastic gels for augmentation 4/11/72. Pt developed right rupture and this was replaced 10/2/81 with a 340dc gel and granuloma was excised. The pt complain of firmness and pain on right. No history of trauma. She also had systemic complaints of arthralgias, myalgias, fatigue, dizziness, dry mucous membranes, chest pain/shortness of breath, choking sensation, gastrointestinal/genitourinary problems. Pt with copd secondary to "positive od". MRI reportedly within normal limits. 5/12/93 found to have marked bleed with dense fibrous capsule weight 330gm. Pt has actual tissue deficit on right second degree granuloma.